Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been transported by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 633 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and the presence of ketones. The pod was removed and patient was treated with an insulin drip while admitted to the intensive care unit (ICU) for 24 hours. Patient was released after spending 3 days in the hospital. This pod was discarded.